Event description:
It was reported that the intraocular lens would not be positioned properly in the pt's eye. The incision was enlarged to remove the lens intraoperatively. Another lens was implanted successfully. Please reference MDR# 1119279-2013-00038 for the delivery device.

Manufacturer narrative:
The lens has been requested but has not been returned to bausch + lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.